Event description:
Caller reported an alarm along with multiple previous occlusion events. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. They experienced recurring occlusion issues, prompting a transfer for additional assistance.